Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 12hr xylene standard" protocol started in retort a at 16:04pm on (B)(6) 2015, which failed at 20:13pm on (B)(6) 2015 as a consequence of repeated liquid level sensor errors. The root cause for failure of the "factory 12hr xylene started in retort a at 16:04pm on (B)(6) 2015 prior to completion was liquid level sensor errors. Remote analysis of the instrument logs by the manufacturer indicated that the liquid level sensor errors were symptomatic of either dirty liquid level sensors or the presence of reflective objects in the retort. Although the root cause of the liquid level sensor errors could not be unequivocally determined by the manufacturer from the information available, the leica field service engineer (fse) who attended the laboratory on may 11, 2015 in order to assess the operation and function of the instrument and to investigate the circumstances involved in this complaint, noted that "some of the lls's (liquid level sensors) were dirty." The daily maintenance reminder" page of the leica peloris quick tips details the following: "clean liquid level sensors (lls-1, 2, 3) and air hole." Section 7.2 of the leica peloris/peloris 11 user manual "daily tasks" also details the following under the heading "clean retorts": "carefully wipe the liquid level sensors."

Event description:
Investigation of this complaint identified that the "factory 12hr xylene standard" protocol started in retort a at 16:04pm on (B)(6) 2015, failed at 20:13pm on (B)(6) 2015 as a consequence of repeated liquid level sensor errors.

Event description:
Leica biosystems received a complaint regarding failure of a 12 hour tissue processing run. The complainant advised leica field sales support specialist (fss) that: "the program has stopped in the alcohol step and tissue was left in 97.5% ethanol for several hours until the staff came in the morning." On (B)(6) 2015, the complainant advised the fss that the failed 12 hour processing run comprised 300 cassettes containing mixed fatty tissue, which was 4-5mm in size; and the fss reported that: "the tissue continued in the process and was embedded, stained and delivered to the pathologists. It was diagnosable and there was no significant delay for the pts." A leica field service engineer (fse) attended the laboratory on (B)(6) 2015 to assess the operation and function of the instrument and to investigate the circumstances involved in this complaint. The fse noted the presence of wax in the tubing between the manifold and the condensate bottle; and that "some of the lls's (liquid level sensors) were dirty." The fse conducted system verification tests; completed a quick clean run and scheduled an overnight validation processing run overnight. Investigation of the complaint is in progress.